Manufacturer narrative:
Event : additional information indicated the patient was transferred to another hospital for rehabilitation. There was no improvement or worsening of the patient paralysis during hospitalization.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Additionally, angiographic images were not provided; therefore, the reported event cannot be confirmed. The instructions for use identifies stent thrombosis as a potential complication associated with use of the device. The device is contraindicated for use in patients with a pre-existing stent in place at the target aneurysm.

Event description:
It was reported that a fred stent was used to treat a recurrent aneurysm after a stent from another manufacturer was already placed. After the first stent was placed from the m1 segment of the middle cerebral artery (mca) to the c2 segment of the internal carotid artery (ica), the aneurysm was still visible on angiography. The fred stent was placed within the previously placed stent. The fred stent was placed from the starting point of the anterior cerebral artery (aca) to the c2 segment of the ica. Angiography revealed thrombus at the m1 segment of the mca. It suspected that there was incomplete adhesion of the stent to the vessel wall due to overlapping the stents, and so percutaneous transluminal angioplasty (pta) was performed in the lesion. During the pta, thrombuses were observed at the starting point of the aca and the distal flare of the stent. Blood flow to the aca was temporally decreased significantly, but blood flow was restored after the pta. The patient was observed for a while and found to be stable and the procedure was completed. After the procedure, the patient experienced slight paralysis associated with the area of the brain supplied by the aca. The physician commented that the thrombuses might have been formed due to the medicinal effect, poor blood flow, or incomplete adhesion of the stent caused by overlapping stents. The medications used were heparin, aspirin, clopidogrel. The patient's condition was reported to be "serious."